Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during surgery, when attempting to start using the unidrive s, an e17 error was displayed, rendering it unusable. Attempts to restart or reconnect did not resolve the issue. No negative impact in state of health reported.